Event description:
Boston scientific received information that this transvenous defibrillation lead showed one shock impedance measurement that was <20 ohms. A red alert was issued in latitude for this out of range measurement. All other shock impedances had been in the 55 ohms to 70 ohms range.

Manufacturer narrative:
Technical services discussed delivering a maximum energy shock to test the lead, and continuing to monitor since it measurements have otherwise been stable and within range. The field representative reported that the physician planned to continue monitoring the patient and lead for now. No changes were made to the system. No adverse patient effects were reported. Available information suggests the lead remains in service without further complication. Additional information has been provided that this is a device specific issue, not a lead issue